Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer failure with an acq 31 error. The transducer was returned, and an investigation was performed. The system error was reproduced during the investigation. The cause of the issue was determined to be a gastro flex thermistor fault due to gastor flex reliability; this is related to design. The improvements to the gastro flex trace were implemented into forward production, since july 2017. The returned transducer was manufactured prior to the corrective action. The transducer was replaced the site by service. (B)(4)

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a us acquisition hw_31 error message appeared after the transducer had been left for a while after preparing the ultrasound system. The error occurred prior to the start of a transesophageal echocardiography (tee) procedure. The system was rebooted; however, the user claimed that the symptom did not improve. The intended tee was completed with a different but similar equipment. Since the issue occurred prior to the tee, there was no patient involvement. No additional information was provided.